Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump(iabp) unit will not power on. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (telephone number) h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the mains switch was turned off. The fse turned on mains and battery charge stayed and unit turned on. The fse was unable to duplicate the issue. As part of the visit the fse replaced the safety disk due to increased hours on the unit. The fse also replaced the batteries as a precaution. The unit passed all functional and safety checks and was returned to the customer.